Manufacturer narrative:
The biomedical engineer replaced the motor controller board to address the reported problem. Failure analysis on the returned motor controller (mc) board shows that the capacitor c15 of the customer returned mc board had leaked electrolyte on the mc board. After cleaning the board was run in an fi test ventilator for one hour without errors occurring. No functional failure was found. Patient information was requested, but no response received.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that a large blue capacitor on motor controller board are leaking electrolyte. The customer reported that the unit was in use on patient, but there was no patient harm reported.